Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline infection without pain or tenderness. On (B)(6) 2024 a driveline culture was positive for pseudomonas. The patient was put on doxycycline and keflex (cefalexin) then single agent cipro (ciproflaxin), but the patient was not able to tolerate this treatment due to gastrointestinal upset. Levaquin (levofloxacin) was then prescribed. The patient was admitted on (B)(6) 2025 for washout and intravenous zosyn (piperacillin/tazobactam).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline (dl) infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.